Event description:
The customer reported being hospitalized for high blood glucose of over 600mg/dl. The customer stated that her glucose level was high when she work up, and wait for a few hours, but the blood glucose did not drop. The customer stated that when the cannula was removed it appeared to be bent. Troubleshooting was performed. The basals and boluses added up properly in the daily totals. The customer stated that she attempted to deliver a bolus two days before the event to lower her glucose, but the bolus history did not indicate any bolus was delivered. Ran a fixed prime and high pressure tests and passed. No further information was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be draw at this time. We, therefore, consider this report complete to the best of our knowledge.